Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during a system checkout that the manufacturer representative took a few images successfully, but after testing the emergency stop, yellow emergency door opening button, and cable grade, the system always claims that the door was open. They tried to move the block at the top of the open gantry door (was already in the leftmost edge from the previous adjustment to the same system). Then they tried re-booting the system and invalidating home. Invalidating home works successfully until the tilting motions, but never finishes. Additionally the manufacturer representative (rep) started the rotor offset. The dnc console gave them an error message ¿application strand already executing¿. The rep thinks this was because they weren't able to validate home fully and the m-button alone started to do the homing procedure. The issue is now solved and the system works. No patient was present at the time of the event.

Manufacturer narrative:
H2) correction made to the event description, brand name d1 and a correction to the system checkout. The manufacturer representative went to the site to test the imaging system. The requested that the rep to update the electronic picture archiving and communication systems (pacs) settings on the system. After setting up the new ip address, the system checkout was performed. Initially the system functioned, but after the operational tests the pendant showed an error message that the door was open. After debugging, the beginning of "rotor offset calibration" the procedure was performed and the issue was resolved. The system could now download the work list from the new server. The system checkout passed and the system was working as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: the rotor was aligned and the home was invalidated and re-validated to resolve the issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi70000335, lot/serial #: unknown. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during a system checkout that the manufacturer representative took a few images successfully, but after testing the emergency stop, yellow emergency door opening button, and cable grade, the system always claims that the door was open. They tried to move the block at the top of the open gantry door. Then they tried re-booting the system and invalidating home. Invalidating home works successfully until the tilting motions, but never finishes. No patient was present at the time of the event.